Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing, and no physical damage on the device. Functional testing was unable to verify or duplicate the reported problem. No action was taken, the flow rate was within normal parameters. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the delivery rate was too low. There was unknown patient involvement.